Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # 523d93. Investigation summary- the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload present. The reload was received with the proximal 31 drivers up, the cartridge deck damaged and with the swing tab in the locked position, also, the right gripping surface was broken off and returned inside a plastic bag making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. The damage to the cartridge deck is consistent with the device being clamped over a hard object. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 523d93, and no non-conformances were identified. Additional event information received: there was no bleeding or tissue damage due to this event. Additional suture is normal operation to reinforce both ends of the staple and the branch part. There are no problems with the patient's condition after surgery.

Event description:
It was reported that during a colectomy, during double-stapling technique of extracorporeal reconstruction, the device could be fired at the 1st firing, but the firing force was higher than expected on the way at the 2nd firing during the wound closure. It was found that the cartridge was cracked when the device was opened. The device was fired again under the partially moved forward staple line, and it could be ensured a lumen margin, so there were no postoperative problems. Additional suture was performed to complete the case. No further information is available.